Event description:
The event is reported as: clips are not releasing properly and are not lined. One clip fell into the patient, it was recovered and the surgeon noticed it was like it was "cut." No other issue. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Additional information was requested, but no additional information was submitted. Per device history report (DHR) investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.